Manufacturer narrative:
The subject device was returned to olympus repair center. The evaluation found the scope socket was faulty resulting in no image. The device has not been repaired in the past year.the investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.in general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (osh) was informed that the customer visera elite video system processor¿s ¿connector is loose, image flashes¿. The customer reported problem was found during reprocessing. The user facility used a similar device to complete the scheduled laparoscopic surgery. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the intermittent/blinking image and image issues were due to a receptacle unit failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.